Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the end of the integrated wire allegedly broke during the first inflation at 6 atm in the left iliac artery and left iliac external artery. There was no reported retraction difficulty through the sheath and another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this corporate lot number to date. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5.0mm x 80mm balloon. A complete circumferential break in the integrated core wire was observed 8.4cm from the distal tip. The edges of the core wire break were examined under microscopic magnification and the edges of the break were clean. The proximal end of the balloon was bunched in appearance. No other anomalies were noted to the device. Functional/performance evaluation: the patency was tested using an in-house .018¿ guidewire and the guidewire was unable to be advanced through the catheter. The catheter was soaked in water and the guidewire was still unable to be advanced through the catheter. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was able to inflate without issue. The balloon was then able to deflate without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete break in the integrated core wire. Per the reported event details, the lesion was severely calcified and the physician felt a high amount of resistance when crossing the lesion. Therefore, it is possible that patient factors contributed to the core wire becoming caught on the lesion and breaking. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current vascutrak pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.